Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550502, expiration date 04/30/2009). Reference medwatch report with pt for the suspect device used is in system 1.

Event description:
Customer reportedly received result of 295 mg/dl on advantage system 1 and 117 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.